Event description:
This device alerted eri on (B)(6) 2018 however in (B)(6) 2018 the battery was at 68 percent.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the inspection of the returned device data. The returned device data have been inspected. During the inspection, the battery status eri could be confirmed. The battery voltage of the device corresponds to the eri status, however an inconsistency of battery voltage and current consumption was noted.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eos. The device was implanted for 56 months and 28 charging cycles were recorded to the device memory. The eos status was removed with a technical programmer and the ICD was subjected to an electrical analysis. First, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillations as specified and started the charging of a defibrillation shock. However, the charging was aborted due to the depleted battery. Next the current consumption of the ICD was analyzed, where an inconsistency between consumed charge and battery voltage was noted. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage confirmed a depleted battery. The electronic module was attached to an external power supply and the eos status was removed to check again the functionality of the electronic module. There was no indication of a device malfunction, particularly all therapy functions were available and worked as expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. The battery was opened for destructive analysis. During the inspection of the inner assembly of the battery an insulation damage was identified, which led to an elevated internal self depletion within the battery and thus to the clinical observation. In conclusion, the ICD was implanted for 56 months. The battery was found depleted. The therapeutic functionality of the device was tested with an attached external power supply and proved to be fully functional. Further investigations revealed an increased internal self-depletion within the battery that contributed to the clinical observation. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.